Event description:
A doctor of ophthalmology reported following a glaucoma filtration device implant procedure, the device is touched to the iris. The patient experienced postoperative hypotony. The device remains implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, the device has remained in the eye, nor data regarding product identity was indicated, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no harm caused by this problem to the patient. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. (B)(4).